Event description:
The manufacturer received information that a trilogy 100 ventilator device had a black screen. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.